Event description:
Small, white rubber plastic gasket type piece, inner part of versastep plus cannula, was noted to have come off during use. It was retrieved, staple line checked, no harm to patient. A second versastep plus cannula and trocar were used with same problem. Sales rep in or stated that he never seen this happen before. All lot numbers were checked, no more in or.